Event description:
It was reported that the device would power off by itself. There was no pt involvement reported with this event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would intermittently power off by itself. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced assembly and determined that the root cause for the reporter failure was a leaky filter, fl4.